Manufacturer narrative:
Reportedly, this right ventricular (rv) lead was explanted and retained by the explanting facility. At this time, the lead has not been returned. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day after initial placement due to placement difficulty, dislodgement, and high pacing thresholds. The rv lead was explanted and reportedly retained by the explanting facility. No additional adverse patient effects were reported.